Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-4316 lot #: 20140605 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected for the lead. The patient was doing well postoperatively.